Event description:
This report is being filed after the subsequent review of the following article, "alveolar distraction osteogenesis for dental implant rehabilitation following fibular reconstruction: a case series" (2013). Cheung, l.k., chua, h.d., hariri, f., pow, e.n., & zheng, l. (2013) alvelolar distraction osteogenesis for dental implant rehabilitation following fibular reconstruction: a case series. Journal of oral and maxillofacial surgery, 71, 255-271. From february 2004 through may 2008 a research project was done at a dental hospital on 5 patients undergoing dental implant rehabilitation utilizing the synthes alveolar distractor system (synthes (B)(6)). A (B)(6) year old female experienced a basal bone fracture during distraction that required open reduction and internal fixation with unilock plate using 5 2.4-mm locking screws. The patient experienced a bony hindrance that required exploration of wound and removal of bony hindrance under local anesthesia. The patient then experienced lingual tilting of transport segment on destractor that required an adjustment of distraction vector of activation rod. The patient also two infections both requiring an oral antibiotic and debridement. The distractor was removed following second infection. This is report 2 of 4 for (B)(4). The report is for an unknown distractor. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device used for treatment, not diagnosis. Cheung, l.k., chua, h.d., hariri, f., pow, e.n., & zheng, l. (2013) alveolar distraction osteogenesis for dental implant rehabilitation following fibular reconstruction: a case series. Journal of oral and maxillofacial surgery, 71, 255-271. This report is for an unknown distractor/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.